Manufacturer narrative:
Device evaluated by MFR: the introducer sheath and main coil were returned for the analysis. The introducer sheath was inspected and no damages were found. The main coil was kinked, stretched and the interlocking arm was detached. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27aug2022. An interlock-35 was returned with no reported issues. However, device analysis revealed that the interlocking arm was detached.